Event description:
It was reported that the pump did not give the right dose. It is unknown if there was patient involvement and unknown if there were any adverse patient effects.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the device in good physical condition. Event history log review was not applicable. Functional testing was able to replicate the reported issue; the pump failed flow accuracy testing. The root cause was determined to be the expulsor was too high. The expulsor was trimmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.